Manufacturer narrative:
Retainer ring = clear on march 06, 2021, the customer alleged was hospitalized for low bg and expose to high magnetic field. The test p-cap and reservoir does lock in place in the reservoir compartment. Thus and carelink software was utilized and downloaded trace/history files properly. In further full review of the pump history found no motor related errors or alarms noted. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08620 inches. No unexpected pump error 37, 38, 43, or 130 alarms, insulin flow blocked alarms, or displacement anomalies noted. The pump was received with scratched case and pillowing keypad overlay. In summary, pump passed all required testing. Unable to verify customer alleged for low bg and expose to high magnetic field. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08620 inches. No unexpected pump error 37, 38, 43, or 130 alarms, insulin flow blocked alarms, or displacement anomalies noted. Device was received with scratched case and pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose level and customer was hospitalized due to low blood glucose level on (B)(6) 2021. Customer¿s blood glucose level was unknown at the time of incidence. Customer was not using auto mode at the time of incidence. Customer reported that they had low juice at the time of exercise that cause low blood glucose level. Customer had been using insulin pump within the 48 hours of reported event. The insulin pump will not be returned for analysis.